Event description:
The customer reported using gel cards that showed evidence fo drying and obtained false positive results in the anti-b and control microtubes of the mts a/b/d monoclonal and reverse grouping card lot # 060309037-10. The customer indicated that they did not pre-inspect the cards as directed in the mts gel card IFU. The customer indicated that the forward and reverse types did not match. Since the patient was a known group o positive, the customer questioned the results. No erroneous results were resulted. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained testing performed at ocd mts was satisfactory. Gel cards performed as expected at the ocd site. Batch record review was within release specifications. Gel card IFU instructs the user to perform visual inspection of card prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. The customer used gel cards that exhibited dried gel, which resulted in the false positive reactions. A complaint review indicated no other similar complaints have been logged against lot # 060309037-10. User error could not be ruled out as a contributing factor. Incident is isolated. (B)(4).